Manufacturer narrative:
Patient information is not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code 3191 used to capture additional medical/surgical intervention required. A device history record (DHR) review was conducted for part: 412.216s, lot: l650098: manufacturing location: (B)(4), supplier: (B)(6), release to warehouse date: 10.nov.2017, expiry date: 01.nov.2027: non-sterile 412.216 / l630963 was manufactured in (B)(4) release to warehouse date: 27.oct.2017: the device history record shows this lot of 80 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with femoral neck system (fns) to treat the femoral neck fractures on (B)(6) 2018. On (B)(6) 2018, the surgeon noticed that the fractured area had been displaced. The patient underwent the revision for an artificial bone head on (B)(6) 2018. CT images showed following findings: bolt has been inserted considerably to the anterior side. Ti locking screw seems almost not to be positioned in the diaphysis. The screw only seems to deviate from the lesser trochanter slightly. During the revision procedure on (B)(6) 2018 the following findings were identified: when the bolt was inserted, the bone head had still been twisted. Therefore, the bolt was located considerably on the anterior side. Titanium locking screw was not placed in the diaphysis. The surgeon commented that the displacement could not be attributable to the devices. Concomitant devices reported: antirotscr f/fem neck syst f/construct l (part # 04.168.480s, lot # l473811, quantity 1), pl 1-ho f/fem neck syst tan (part # 04.168.000s, lot # l645719, quantity 1). This report is for one (1) 5.0mm ti locking screw self-tapping w/t25 stardrive 44mm-sterile. This is report 2 of 2 for complaint (B)(4).